Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Other: radiguide 6f bl3.0. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the mildly tortuous and heavily calcified diagonal artery. The 2.0 x 15 mm trek dilatation catheter was advanced to the lesion without difficulty. The balloon was inflated; however, a rupture occurred when the pressure reached 2 atmospheres. The dilatation catheter was removed and replaced with a non-abbott dilatation catheter. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the presence of a leak in the inner member, approximately 5.5cm proximal to the proximal seal. In addition, a deep scratch, measuring 9.5cm in length was visible at the leak location. There was no rupture in the balloon identified, as reported. A review of the electronic lot history record (elhr) for the reported lot revealed no manufacturing nonconformities that would have contributed to the reported complaint. Further assessment per site operating procedures was performed and a potential product deficiency was identified. It appears that this is an isolated incident and therefore, there is no indication that a wider population or product has been impacted. The performance of these devices will continue to be monitored.